Manufacturer narrative:
Citation: kyle m fargen, spiros blackburn, jeffrey s carpenter et. Al early results of the axium microfx for endovascular repair of intracranial aneurysm (america) study: a multicenter prospective observational registry final results of the multicenter, prospective axium microfx for endovascular repair of intracranial aneurysm study (america). J neurointervent surg this article studied 99 patients who underwent treatment for 100 aneurysms at 13 centers. Mean age was 60.2 years, most were women (72%) and 18% of patients had previously undergone treatment for a separate aneurysm. 22% of patients underwent treatment after acute aneurysmal subarachnoid hemorrhage (sah). The devices will not be returned for evaluation as it remains in the patient. There was limited device and patient information available. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its causes were unknown. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Mdrs related to the same article: 2029214-2017-00488 2029214-2017-00489.

Event description:
Medtronic received information through literature review that of 99 patients treated for aneurysms with the axium coils, there were severe, moderate, and mild procedure related adverse events reported during the endovascular procedure. Severe procedure related adverse events include two intraoperative aneurysm ruptures, 1 cervical arterial dissection, 1 occurrence of respiratory distress, and 1 pneumothorax. Moderate procedure related adverse events included 1 stroke, 1 subarachnoid hemorrhage/extravasation and 1 retroperitoneal hematoma. Mild procedure related adverse event included 2 stroke, 2 had a transient ischemic attack, 1 asymptomatic, non occlusive thrombus, 1 femoral artery dissection, 1 intraoperative extreme hypertension, 1 had dysarthria, 1 had headache. Additionally there were 2 patient deaths with sub arachnoid hemorrhage (sah). The final result of this america study found other procedure-related aes including one thromboembolic complication (embolic infarct related to aneurysm coiling; moderate severity), two access site complications (one severe ae associated with groin hematoma and one moderate), and a patient was discovered to have narrowing associated with the catheterized vessel origin on post-procedural imaging, necessitating medical management (severe), but without clinical sequelae. The patients were receiving axium coils to treat an aneurysm and were hunt and hess grade 1¿3. Preprocedure modified rankin score (mrs) was 0¿2 in 92% of patients. The majority of aneurysms were anterior circulation (86%), with the most common aneurysm locations being the anterior communicating artery (23%) followed by the supraclinoid internal carotid artery and posterior communicating artery (18% each).